Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to possible pocket infection. The patient presented to the emergency room and reported that approximately one week following the replacement procedure, significant swelling was observed at the incision site. There were no additional adverse patient effects reported. This lv lead remains in service.